Event description:
Follow-up idnetified the patient underwent surgical intervention and had his scs lead replaced with a new one. The patient reported recieving effective stimulation therapy postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient complained of reduced right lower extremity paresthesia. A system diagnostic check revealed high impedances for one of the patient's leads. Surgical intervention is planned for a later date to address the issue.